Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had fluid loss due to weakened tubes. The pump was explanted and replaced. No patient complications were reported.